Manufacturer narrative:
Internal complaint # trackwise # (B)(4). Autonumber # (B)(4). The hp1 device was returned to the factory for evaluation. Signs of clinical usage and slight evidence of blood were observed. Slight evidence of tissue and charred material were observed on the jaws. Blood was observed on the shaft tip. A visual inspection was conducted. The silicone insulation on the hot jaws was observed to be intact. The silicone insulation was observed to be partially peeled/detached near the tip to the center of the cold jaw. The detached silicone was not returned for evaluation. The heater wire to be slightly flexed at the center of the hot jaw. The heater wire remained attached at the tip and base of the hot jaw. No other visual defects were observed. Based on the condition of the device as returned and the results of the investigation, the reported failure mode "peeled jaw" and the analyzed failure mode "material twisted/bent; wire" were confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they were cutting vessel branches and they noticed a piece laying in the tunnel that had been created. They retrieved the piece with the hemopro cutter (silicone piece that came off the jaws of the harvesting system). A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro, they were cutting vessel branches and they noticed a piece laying in the tunnel that had been created. They retrieved the piece with the hemopro cutter (silicone piece that came off the jaws of the harvesting system). A replacement device was used to complete the procedure. The hospital did not report any patient effects.